Event description:
I had 300cc mcghan style 69 saline breast prosthetics implanted. Soon after, I was suffering from severe tinnitus that affected my ability to do my job and I was prescribed hearing aids. More recently, many lesions, or white intensities were discovered in my frontal lobe and a neurologist has been testing me for ms as well as other autoimmune disorders. My symptoms include "foggy" brain, memorization problems, trouble sleeping and feeling rested, heart palpitations and night sweats.